Event description:
It was reported by service report that the head left rail will not stay up. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail timing link lock.